Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaked from the inside. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. No physical damage was noted. The device was tested and operated as intended with no water leak detected. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings and reservoir gasket for preventative maintenance (pm). Performed calibration. The device passed all functional and delivery tests.